Manufacturer narrative:
Date of event: date of event is unknown. Bsc became aware of the complaint on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown date in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that a stent moved on a balloon. During preparation and while outside the patient, a 24 x 3.00 promus premier select stent was noticed to have moved on the delivery system balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
B3: date of event: date of event is unknown. Bsc became aware of the complaint on 27 may 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown date in (B)(6) 2020. Device is a combination product. Device evaluated by MFR: a 24 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts mid region lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent moved on a balloon. During preparation and while outside the patient, a 24 x 3.00 promus premier select stent was noticed to have moved on the dsd. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.